Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient went to the hospital as he had blood in his urine. The hospital performed tests and the patient showed signs of hemolysis and an increase in ldh, although he was clinically stable. Pump parameters were normal and the pump power had increased once for a short period of time. An echocardiogram was performed and indicated that the left ventricle was dilated and the aortic valve opened with every beat. The hospital team increased the pump speed to check if the left ventricle size would decrease; however, it remained the same and the aortic valve opened with every beat. The echocardiogram indicated that the inflow conduit was positioned towards the mitral valve and there was no thrombus in the left ventricle. A CT scan showed no kink in the outflow graft. A pu,p exchange was performed on (B)(6), 2014 and it was reported that thrombus was seen in the pump body.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and is reported to be doing well. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.